Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported allergic reaction to patient . Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1808000 implantable port allegedly caused allergic reaction to the patient. The information was received from a single source. This malfunction involved one patient with no patient consequences. Patients' age, weight and gender were not provided.